Event description:
It was reported that during a procedure at l4-s1, the surgeon was attempting to remove a locking cap so he could remove the rod for more contouring and the tip of the screwdriver stripped and stripped out the locking cap as well. The surgeon used another screwdriver to complete the procedure with no reported harm to the patient. Procedure was extended approximately 15 minutes. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing investigation and exhibited wear on the hex flats and rounding of the hexagonal corners. Light surface abrasions about the shaft were present with noticeable fading of the etch detail. The stardrive engagement features appeared worn and splines were generally degraded. Most notable regarding the splines was the erosion of the ends adjacent to the tip. Due to the degradation of the spline ends, accurate measurements for taper and straight depths were not obtainable. As not all measurements could be obtained, the finding for this complaint is indeterminate from a manufacturing standpoint. A product development event evaluation was also performed. The driver shaft was evaluated in conjunction with a ratcheting handle, 10nm torque limiting handle, matrix polyaxial screw, and a matrix locking cap. The driver was able to self-retain a locking cap as intended. A locking cap was inserted into a polyaxial head and final tightened to 10nm with the torque limiting handle. The driver performed as intended and, despite the damage, the driver was capable of delivering the required torque. The location of the damage at the extreme tip of the instrument indicates that the driver was not properly seated in the driver recess during final tightening, which likely caused the driver to slip out of the recess and cause the damage. This complaint is invalid from a design standpoint.